Manufacturer narrative:
Device repair performed for implementation of field change order (B)(4).

Event description:
The customer reported that they performed a manual restart and after that, they experienced issues with being unable to discharge patients. There was no patient incident.